Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The biomedical engineer (biomed) replaced the power supply, front key pad, power switch, and burnt/melted power cord end to resolve the issue. Following parts replacement, the system was confirmed to be operating properly. A records review was performed on the reported serial number. An investigation of the device history record (DHR) was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008t hemodialysis (hd) machine had a burned power plug and had melted at one of the prongs. The machine had been removed from service because it would not power on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. The biomed stated that the power switch was no longer working. There was no burning smell, smoke, flame, or spark reported. There were no other damaged or burned components. The power cord was the original part. The machine is plugged into the recommended gcfi outlet. The biomed replaced the power supply, front key pad, power switch, and burnt/melted power cord end, which resolved the issue. Following the part replacement, the system was restored to full functionality. The unit was returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for evaluation.